Event description:
Philips received a complaint from the customer on the v60 device indicating that a 120f "low tidal volume" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 120f "low tidal volume" alarm error occurred. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the customer indicated that the device did not need to be repaired. No problem was found. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.